Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported sustained high blood glucose (bg) readings overnight, with the ilet showing ¿high¿ and a fingerstick reading of 307 mg/dl. The user, using a contact detach infusion set and dexcom g7 continuous glucose monitor (cgm), confirmed no leaks or wetness around the site or tubing. The meal had been announced, and a supply change and cgm calibration were completed before the call. The agent confirmed insulin delivery was active per the ilet report and advised continued monitoring. The highest blood glucose (bg) recorded was 307 mg/dl. Bg was corrected through the supply change and ongoing insulin delivery. No symptoms were reported, and no medical intervention was required at the time of call.